Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4). (B)(6). (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic dissection. It was reported that computed tomography images dated (B)(6) 2020, revealed either a retrograde flow/endoleak or continuation of the dissection. The cause is unknown, there is no planned reintervention, reportedly the patient has refused any future reintervention. The event is ongoing.